Event description:
The user contracted a bacterial meningitis after implantation. No trauma or accident was reported. The hearing performance with the device was affected, but no product deficiency was alleged. Despite requested, no further information has been received about the circumstances of the event.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a bacterial meningitis, which is a rare but possible complication of implantation surgery. A review of the device's sterilization records shows that the device has been subjected to a valid sterilization process, thus no available information points to the implant being the source of the infection. The hearing performance was reportedly affected, possibly following the above-mentioned condition, and fitting assistance was requested by the clinic. Despite repeated requests, no further information has been received about the circumstances of the event, and the issue has presumably solved. The device remains implanted.

Event description:
The user contracted a bacterial meningitis after implantation. The hearing performance with the device is affected. No product deficiency is alleged.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, an episode of post-operative meningitis was reported, which is a rare but possible complication of cochlear implantation surgery. A review of the device device_s sterilization records shows that the device has been subjected to a valid sterilization process, thus no available information points to the implant being the source of the infection. Furthermore, the hearing performance was reported to be affected, possibly secondary to post-meningitic ossification. Unfortunately, no further information (imaging and further testing) has been received. The device remains implanted.

Event description:
The user contracted a bacterial meningitis after implantation. The user has had no usable benefit following this.